Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber tip was observed to be degraded. The connector had no defects. The fiber body did not appear broken. There were no fiber damages identified that could have caused or contributed to the reported. The alleged fiber break could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a enucleation of prostate procedure, a pitter-patter sound was heard, and it was noticed that the peripheral fiber had been fractured in the middle. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber tip was observed to be degraded. The connector had no defects. The fiber body did not appear broken. There were no fiber damages identified that could have caused or contributed to the reported. The alleged fiber break could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation

Event description:
It was reported that during a enucleation of prostate procedure, a pitter-patter sound was heard, and it was noticed that the peripheral fiber had been fractured in the middle. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a enucleation of prostate procedure, a pitter-patter sound was heard, and it was noticed that the peripheral fiber had been fractured in the middle. The procedure was completed using another fiber. There were no patient complications.